Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of dizziness and nausea. Upon review of the device's recorded ventricular tachycardia (vt) episodes, oversensing was noted. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.